Event description:
No additional information.

Manufacturer narrative:
Investigation results: bd nogales was not able to confirm the customer indicated failure mode (leakage past stopper). We were not able to associate this issue to the manufacturing process, since nogales only perform the packaging of the syringes, only visual inspection in line during the loading of the syringe inside the trays, nothing related to the fluid path or assembly of the syringes. It is important to mention that evidence (photos or samples) is necessary to perform a further investigation. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance; this lot was accepted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll tip bulk convenience pak had leakage past the stopper. The following information was provided by the initial reporter: material#: 309703, lot#: 5127798. It was reported by customer that some of the syringes also had liquid leaking past the bottom plunger. Here are some photos of syringe with what look like gold metal specks and some of the syringes also had liquid leaking past the bottom plunger: (these issues were noted in multiple syringes in multiple trays of the same lot#: 5127798).